Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited farfield oversensing in a stored atrial tachycardia response (atr) episode. The oversensing resulted in some competitive atrial pacing. Boston scientific technical services (ts) indicated the programmed blanking period is already set to the maximum time value, so the options are to adjust sensitivity programming based on the measured amplitude of the oversensed beats or program the device to a ventricular-only pacing mode switch rate in order to eliminate the competitive atrial pacing. The crt-d device remains in-service. No patient symptoms or adverse patient effects were reported.